Manufacturer narrative:
System checkout was completed. The manufacturer representative (rep) reviewed the logs, the first case of the day did not have any issues. When the second case was started the site attempted 2 standard fluoroscopy shots at 16:33, and 5 boost fluoroscopy shots between 16:33 and 16:34. The system did not expose in any of these attempts, the logs in each instance show: "ignoring x-ray switch press event due to x-ray disabled by sw: switch1, pressed=true". This is the message that was displayed in the logs, when radiation has been disabled on the pendant. The system was then rebooted, and after that all exposure attempts were successful. The rep completed multiple standard and boost fluoroscopy exposures with no issues. The system was fully functional. (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information regarding an imaging system during a procedure. It was reported that during a procedure on (B)(6) 2023, the site reported the system "locked up" and couldn't take exposures. The site was using the handswitch. This is the second occurrence of the issue. There was no impact on patient outcome. Delay in surgery was not provided.